Event description:
Reportable based on analysis completed on (B)(6) 2013. It was reported that the stent was unable to cross the lesion and shaft kinked occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. A 3.00x38mm promus element plus stent was selected to treat the lesion; however the device was unable to cross the lesion and the shaft of the device was kinked. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good. However, device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: a visual examination of the returned device found that the hypotube was severely kinked at various locations along its length. A severe kink was also present in the midshaft at 10.5cm proximal to the port. An examination of the crimped stent identified that the mid body of the stent was slightly compressed. No other issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).